Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist spoke briefly with the patient/layperson regarding her 2009 allegation of an inaccurate high blood glucose result with her onetouch ultra meter. After this specialist explained the reason for the follow-up call, the pt instructed this specialist to refer to her as "doctor" (unknown if medical or phd.) And reluctantly agreed to speak the following day at a specified time. The pt also stated that she was displeased with the replacement meter and elected to keep the subject meter. Because the pt has not returned the voicemail messages, the complaint is classified based upon info the customer care advocate documented the same day. On the day before, at 11:30 a.m, the pt's blood glucose was 260 mg/dl. Reportedly, the pt used incorrect testing technique and cleaning of the puncture area. After testing, the pt ate. Forty-five mins after testing, the pt was confused, shaky, and sweaty. The pt consumed food and/or beverage. The pt did not indicate whether she self-treated or was helped by another person. The pt takes insulin; however, she did not provide the name and amount or whether she had taken insulin before the alleged event. Because the pt alleged that the meter had read inaccurately high and that she later felt symptoms that can be associated with hypoglycemia, this complaint is reported.